Event description:
Territory business leader (tbl) reported on behalf of a patient that on (B)(6) 2019 early in am around 8 am bg 42, patient had oj, and she went to hcp office which is 7 minutes from her home for training to transition from v-go 30 to v-go 20 due to low bg while on the v-go 30. Bg was not checked when the patient arrived at the hcp office. Patient was symptomatic shortness of breath, holding her chest, head hurting. The rapid response team came into the room and administered oxygen bg 110. Patient transported to the ER by emts. Patient was released the same day. The patient clearly stated that there were not any findings everything was fine.